Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported stated that the lead was explanted. No additional information was reported.

Event description:
It was reported that via a merlin.net transmission, the right atrial lead exhibited high impedance. A lead fracture was suspected. The device mode was reprogrammed. The patient would be monitored.